Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. The upper jaw has broken free from the shaft and is missing two small pieces. Broken piece were not returned. The shaft is bent. It appears that the device was likely over torqued causing the upper jaws tabs to break and become disengaged from the lower jaw assembly resulting in the reported failure. Per the IFU "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure." A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure using an elite pass suture shuttle w/o ratchet, the top jaw broke off in the patient while passing suture through the rotator cuff. The surgeon was confident all debris was removed from the surgical site. The procedure was successfully completed using a backup device. There were no patient complications reported as a result of this event.